Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the emergency room with loss of atrial capture. A chest x-ray confirmed atrial lead dislodgement. The lead was repositioned.